Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump emitted several loss of prime and the patient¿s blood glucose (bg) went from 130mg/dl to 496mg/dl with vomiting. The patient was treated with a shot of insulin via syringe. The reporter insist that the pump be replaced. The reporter denied power loss and the cartridge cap is secure. This report is being made due to the alleged hyperglycemic event the patient experienced due to an alleged loss of prime issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/11/2014 with the following findings: during investigation, a review of black box showed loss of prime warning associated with a low non-zero force. During testing, the ezprime sequence and a 24 hour duration test were successfully completed with no loss of prime warnings occurring. The pump successfully passed a delivery accuracy test and was found to be operating within required range and delivering accurately. No alarms occurred during testing. The force sensor calibration was found to be within specifications. The pump cover was removed and no contamination or damage to the force sensor circuit was observed. Unrelated to the complaint, evaluation revealed a crack in the battery compartment. The returned battery cap was able to fully tighten to the pump and was used to complete all testing. An unidentified force low observed in the history but was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.